Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue stated that the customer complained that the low level out cable was not working and would not send the pressure parameters to the ICU monitor. The stm inspected the unit and found that there were three (3) pins from the connector to the front end board that were broken off at the solder points. To address the issue the stm replaced the front end board, and then completed required calibrations and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), monitor display issues were discovered on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.